Manufacturer narrative:
The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that vns pt underwent ncp system replacement surgery due to lead discontinuity. Both the generator and lead were replaced. During the procedure, the surgeon observed two broken coil wires within the lead body "just beyond" one of the tie downs that were used to secure the device. One of the wires was reportedly broken in two places, and the other was broken in one place. No serious injury was reported in conjunction with the observed lead discontinuity.